Event description:
Event description guidant received information that this pacemaker, one day after implant, upon interrogation was noted to have intermittent capture, even with the lead threshold at 3.5v. The device was interrogated and programmed to bipolar, at the implant procedure. This pacemaker is included in the failure mode 2 advisory. The patient is pacemaker dependent. The device was removed, replaced and returned for analysis.